Manufacturer narrative:
The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. It was reported item was implanted then explanted due improper size with regards to the patient's anatomy. There was no allegation that the implants did not function as intended. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. This is report one of three for the same event. Reports two and three are reported on MFR #0001032347-2017-00554 and 0001032347-2017-00555.

Event description:
It was reported on a surgical billing sheet that screws were implanted then explanted due to improper size with regards to the patient's anatomy. There was no allegation that the implant did not function as intended. There was no patient injury and the delay to the procedure was little to none at all. It is unknown if new screws were inserted into the same holes.